Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "hard pulsating" of their heart. The patient's spouse also reported their "machine is not working." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.